Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had fallen and their scs ipg was no longer working after. Surgical intervention is pending.

Event description:
It was reported that the patient's ipg was not explanted and still remains in the body.